Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the balloon migrated. The aus was explanted and replaced. There were no additional patient complications reported.